Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause could not be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached in the microcatheter approximately 30cm from the distal tip. The coil was removed together with the microcatheter from the guiding catheter. There was no reported patient injury or additional intervention.